Manufacturer narrative:
Patient weight was requested. However, it was not provided. (B)(4). Device evaluation: the system was evaluated by a field service engineer (fse) after the event. Fse adjusted encoder transition, updated z cal to correct issue. Verified z cal and cut gel to verify thickness. System meets jnj specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported that a laser vision correction patient had surgery on (B)(6) 2022 and it was reported that flap was torn/damaged ant there was also a vertical gas break through on the left (os) eye. The surgery was completed successfully on the same visit. Patient complained of blurry vision and irritation on the left (os) eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. A johnson & johnson representative was onsite during procedure and observed that the flap was thin. Pre-op measurements date: (B)(6) 2022. Right eye (od): 20/20 -6.25 x -.25 x 135. Left eye (os): 20/20 -4.25 x -2.25 x 5. On 07/30/22 additional information was received in which account reported that patient was doing well at 1 week post-op. Patient will be continued to be monitored. Post-op measurements date: (B)(6) 2022. Right eye (od): 20/20 +0.25 x 0 x 0. Left eye (os): 20/20 +0.25 x -0.75 x 035.

Manufacturer narrative:
H2 correction: h6: in the initial report, investigational finding, coding was input as 213 - no device problem found. Added coding: 180-mechanical problem identified. H6: in the initial report, investigation conclusions coding was input as 67 - no problem detected. Added coding: 4307 - cause traced to component failure. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. Note: acknowledgement 2 for this report was received on 09/22/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On 10/18/2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on 10/20/2022.